Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure, the devices allegedly failed to align properly in the radial vein and artery. It was further reported that a venogram was performed which revealed a small venous extravasation which was addressed with manual external pressure. A second venogram was performed two minutes later which revealed the extravasation was completely resolved. There was no reported patient injury.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure, the devices allegedly failed to align properly in the radial vein and artery. It was further reported that a venogram was performed which revealed a small venous extravasation which was addressed with manual external pressure. A second venogram was performed two minutes later which revealed the extravasation was completely resolved. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) was performed for the reported lot number. These lots met all release criteria. No issues related to mrrs, quality control inspection issues, manufacturing processing issues, or internal rejects history were noted. Investigation summary: the event was confirmed for failure to align issue. The root cause for this event confirmed the issue is manufacturing related. Any corrective actions, controls, changes to inspections, or detections are currently being addressed. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.